Manufacturer narrative:
Isi has received the permanent cautery hook instrument for failure analysis investigation. Failure analysis confirmed that the pch instrument was found to have a broken ceramic sleeve. The entire ceramic sleeve is missing as a result of breakage and was not returned. The size of the missing piece is approximately .160x .133 inches. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the pch instrument broke off and possibly fell inside the patient. At this time, the location of the missing instrument fragment is unknown and it is unclear if the instrument fragment actually fell inside the patient and was retained.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the black cap of the permanent cautery hook (pch) instrument had fallen into the patient and was not retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the instrument was inspected prior to use. The pch instrument was never removed during the procedure. The customer did not notice that the black cap of the instrument was missing until the end of the procedure. The surgical staff did not know when the piece had fallen off the instrument. They were unsure if the piece was in the patient or if it had fallen in the operating room. The staff was unable to locate the missing piece. There were no intra-operative complications. There was no post-operative test or additional surgical procedure performed.